Manufacturer narrative:
Device passed displacement test, self test, off no power test and all operating currents tested within the specific range. No frozen screen or failed battery test were noted. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump received frozen display. Customer reported that insulin pump screen was not completely blank. Customer also stated that insulin pump had failed battery alarm and time was not advancing and also contacts of batter cap was not missing or damage. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.